Event description:
It was reported that a patient presented with under-sensing, incorrect measurement, and a marker anomaly noted on the patient's implantable cardioverter defibrillator. No intervention was reported and the patient was stable throughout.